Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime/ compromised force sensor system test and excessive no delivery test. No motor error alarm during testing noted, however moisture damage found on the motor. Insulin pump had cracked case at display window corner, reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call the insulin pump alarmed motor error and a high blood glucose event. The customer¿s blood glucose level was 480 mg/dl at the time of the incident. The customer¿s spouse stated that the insulin pump alarmed motor error while sleeping. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Customer also reported to have experienced a high blood glucose of 480 mg/dl and declined troubleshooting. The customer¿s spouse was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.